Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the oscillating saw attachment device locked up in the middle of use. There were no delays to the surgical procedure. A spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device name was reported as oscillating saw atch, large, with key in the initial medwatch in error, the device is a large oscillating saw attachment f/532.0. Therefore, the product code and catalog number were updated accordingly. Additional information: UDI: gtin was reported as unknown in the initial medwatch. It has been updated accordingly. Therefore, (B)(4). It was reported in the initial medwatch that the device was returned to the investigation site on feb 5, 2017, the device was returned to the investigation site on mar 2, 2017. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the attachment needle bearings were blocked, seized, jammed and heavy moving. It was further determined that the device failed the following pre-test: check frequency. 10800 to 13200 osc/min. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.